Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room with blood glucose (bg) level of 555 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 4-6 hours later with the issue resolved and no permanent damage. Reportedly, the pump was ¿not working¿. The customer continued to use the pump for insulin therapy.